Manufacturer narrative:
(B)(6) 2020 - this lead was explanted and replaced due to possible fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv channel in two recordings on hmsc. Two vf detections with no delivered shocks. One on (B)(6) 2020 and one on (B)(6) 2020. Recommended bringing patient in as soon as possible to evaluate lead. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2020 - this lead was explanted and replaced due to possible fracture. Upon receipt, the lead under complaint was found cut 12cm distal to the df4 connector pin. A proximal fragment (including the df4 connector pin) and a distal fragment (including the rv shock coil and the lead tip) were received for analysis. A medial fragment (approximately 3cm length) was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal area of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.